Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 7f exoseal vascular closure device (vcd) was slowly withdrawn about 1 cm, the surgeon felt that there was a sense of resistance when withdrawing. It seemed the guidewire ring had checked the vascular rupture, but the occluder indicator window had not changed color. The physician felt that it was hooked, and the occluder was about to withdraw, so he pressed the plug expansion button. After staying for four seconds, the system was withdrawn. The puncture point was still bleeding, and the occluder was checked and found that the plug fell out with the occluder. There was no reported patient injury. The surgeon has many years of experience in using the device. The surgery used a retrograde approach from the femoral artery using an 8f short sheath. The device was used to block and stop bleeding and it was withdrawn at an angle of about fifty degrees. The pulsating blood flow of the blood return indicator stopped. The device will be returned for evaluation, but the plug was discarded.

Manufacturer narrative:
As reported, when a 7f exoseal vascular closure device (vcd) was slowly withdrawn about 1cm, the surgeon felt that there was a sense of resistance when withdrawing. It seemed the guidewire ring had checked the vascular rupture, but the occluder indicator window had not changed color. The physician felt that it was hooked, and the occluder was about to withdraw, so he pressed the plug expansion button. After staying for four seconds, the system was withdrawn. The puncture point was still bleeding, and the occluder was checked and found that the plug fell out with the occluder. Hemostasis was achieved using manual compression. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography, including confirmation of the vascular sheath introducer¿s insertion angle (30¿45 degrees). The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site. No stent was present near the puncture site, and no vessel stenosis greater than 50% was observed at or near the puncture location. The target femoral site had not been previously closed using any closure device or manual compression within the past 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before the use of the exoseal vcd. The surgeon has many years of experience in using the device. The surgery used a retrograde approach from the femoral artery using an 8f short sheath. The device was used to block and stop bleeding and it was withdrawn at an angle of about fifty degrees. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and the indicator wire cowling successfully locked against the handle assembly with an audible click heard. The pulsating blood flow of the blood return indicator stopped. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A non-cordis 8f catheter sheath introducer (csi) was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator, deployment lever (button) inaccurate deployment at white/black position, and plug inaccurate placement¿ was not observed through analysis of the device received since the device was received fully deployed with no anomalies noted. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.